Manufacturer narrative:
This report is submitted on august 08, 2023.

Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to tinnitus. It is unknown if there are plans to re-implant the patient as of the date of this report.